Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that she felt tired, drowsy, low blood pressure, and confused. The customer stated that she checked her blood glucose and treated with the insulin pump. The customer's glucose level went down slightly, but then it started to go up again. The customer stated that she also have a blockage in her arteries and had a small heart attack at the same time. Troubleshooting was performed. The customer stated that the battery was removed and she does not know for how long. The customer inserted a new battery and the device alarmed. Reviewed the settings on the insulin pump and they were correct. No further info was provided.